Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic dissection using conformable gore® tag® thoracic endoprosthesis. The patient underwent an ascending aortic replacement to treat an ascending aortic dissection on (B)(6) 2019. On an unknown date, a dissection at the distal edge of the device (dsine: distal stent graft induced new entry) was observed. On (B)(6) 2021, a reintervention to place additional stent grafts was performed. The patient tolerated the procedure. Reportedly, the distal edge of the device was placed at an angle slightly, and that might have caused the dsine.